Event description:
The customer reported that a pt was inside the canopy and was able to use their shoe strings to cut the netting in the window. There was no pt injury or fall. The customer reported that the pt has a pre-existing brain injury and is not cognizant of his actions.

Manufacturer narrative:
Results: evaluation of the returned product shows that the window side b has a two foot tear in the mesh netting in the canopy.